Event description:
A (B)(6) year old male pt's nurse contacted zoll customer support to report a service code 204 (belt/monitor unusable). The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of e-belt sn (B)(4) has been completed. The reported problem (code 204 - belt/monitor unusable) was confirmed. Upon investigation the e-belt failed a hi-pot test. The cause was improperly positioned shrink tubing on the pulse wire's solder joints. The root cause for the improperly positioned shrink tubing was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.